Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) regarding the patient. The rep reported that the ins was in overdischarge. They mentioned that they need to put the ins into MRI mode, but communication cannot be established with the ins. It was noted that the patient had not recharged in a couple of years because they felt a burning from the leads. Antenna locate was attempted at the time of the report and the following values were noted: 58-58-58 in air, 54-70-80 on patient, 52-84-82 optimal position on patient. Physician mode reset troubleshooting was reviewed. The rep confirmed that they had started a physician mode reset (pmr) and will perform it until the device recovers from overdischarge, or to confirm if it cannot be recovered. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed a lumbar scan for back pain. The hcp did not know if this was related to device/therapy or not. The hcp said they were informed that the patient's ins was "non-working". It was recommended for the patient to follow-up with their managing hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the healthcare professional reported that the patient told them the implant hasn¿t worked for about a year and a half. Further information received from the manufacturer representative reported that the patient hadn¿t used the device in two years and was not able to turn it on. Troubleshooting reviewed bringing the device out of overdischarge or filling out the MRI eligibility form.